Event description:
It was reported to medtronic neurosurgery that during testing, the physician found that the device chamber was leaking. According to the report, he used a new set to complete the operation. There was no impact to the patient reported.

Manufacturer narrative:
The valve did not meet the specifications for patency or leak testing due to a tear in the top of the reservoir dome. It is unknown how or when this damage occurred. The damage precluded reflux, siphon, pre-implantation and pressure-flow testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.